Event description:
A customer reported that during a weekly check of their AED, the device sounded distorted, and it reported a battery pack failure. They reported that this did not occur during patient use.

Manufacturer narrative:
A customer reported that during a weekly check of their AED, the device sounded distorted, and it reported a battery pack failure. Troubleshooting of the AED and replacement battery pack with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.